Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: no image. Is due to electrical problem, or in other words, component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the colonovideoscope experienced no image during set up. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to correct information of the previous report due to missing information regarding a investigation finding. Corrected fields: h11. The following reportable malfunction was identified during the device evaluation: error on image (scope communication error code e216). Based on the results of the investigation, the cause of the malfunction " error on image (scope communication error code e216)" is traced to component failure. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.